Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01484137 product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-14- insufficient blood sample applied to strip (user) (B)(4). Note: manufacturer contacted customer on (B)(6)/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that both of his hands are still shaking but he no longer feels weak. Customer states he can control the shaking but it happens from time to time. Customer does not know if that's related to another health issue. On another call back made on (B)(6) 2017; customer advised he went to his doctor but refused to give any details regarding the visit. He states that the doctor took him off his insulin. He was not specific on the date he went to the doctor, he states it was sometimes last week and he disconnected the call.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms feeling shaky and weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test results of 141mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is 5/26/2017.the meter memory was not reviewed for previous test result history.